Manufacturer narrative:
Customer reported that device was over infusing medication. No labels missing, device was in good condition. However delivery accuracy testing was performed. Unable to determine what caused the problem. Trimmed expulsor as a preventive measure.

Event description:
It was reported that device was over infusing medication. No patient injury was reported.

Event description:
Information was received indicating that this smiths medical cadd legacy plus pump experienced over infusing problem. No adverse effects reported.